Event description:
Reportedly, the instrument did not place a stapling row. The dlu was replaced and it did not work. The rectal stump was crushed. A new device was applied below the first application.